Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d224trk implantable crt-d, (B)(6) 2009; 419578 implantable pacing lead, (B)(6) 2009. (B)(4). Evaluation summary: a distal portion was received measuring 47.5 cm. Analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage.

Event description:
The patient's spouse reported that the patient's device "kicked in" a couple of times. It was further reported that the patient went to the emergency room due to receiving several shocks, with the patient ultimately receiving 36 shocks. Multiple short intervals and nst (non-sustained tachycardia) episodes were noted, along with noise, high impedance, and possible lead fracture. Oversensing of the rv (right ventricular) signal by the atrial lead was also noted. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.